Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The caller was guided through a pump reset by technical support, after which the cgm error was resolved, and the sensor session was successfully started.